Event description:
It was reported, approximately five years postoperatively, the patient stopped taking her coumadin in 2001 and the valve thrombosed and had to be explanted. The surgeon indicated he did not have a complaint regarding the performance of the valve. An edwards pericardial prosthesis was then implanted in 2001 and had to be explanted in 2009 due to tissue valve degeneration. Then a 27 mm sjm mechanical valve was implanted.